Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator replacement, the left ventricular (lv) lead would not pace or sense when connected to the new device. Fluoroscopy confirmed that the lead had dislodged and was floating in the innominate vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.